Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Ventricular fibrillation, stroke: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The device serial number, lot number and UDI are unknown. Therefore, the device expiration date and device manufacture device are unknown. Implant and explant dates are also unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. D¿ettore, n., petruzza, a., cardinale, a., bensi, t., maj, g., ciriello, m. M., & pappalardo, f. (2025). Platelet derived prothrombotic microparticles and adverse events in patients supported with impella 5.5. The international journal of artificial organs, 48(10), 794¿799. Https://doi.org/10.1177/03913988251357199.

Event description:
Abiomed japan forwarded publication entitled: "platelet derived prothrombotic microparticles and adverse events in patients supported with impella 5.5". Case study patient #2 was in cardiogenic shock and was put on impella 5.5 support. While on support the patient had ventricular fibrillation and was cardioverted by one shock and medical IV therapy was escalated. After 13 days on support the 5.5 was explanted. Four days after explant, they observed a neurological event and a minor stroke was diagnosed. Causal relationship to pump is not known as the fibrillation occurred during the support. The patient survived. This complaint is related to another report for the same publication but for a different patient. This report is for case patient #2 and case patient #1 is reported in another report. Refer to section h10 for the related report number.